Event description:
It was reported that the pump and battery became hot to touch. The pt denied the need for medical treatment because of the temp of the pump. He stated that the battery compartment is intact, the battery cap is secure and is tightened with a coin, and there is no corrosion in the battery compartment. The pt stated that he replaced the battery and has had no further signs of overheating.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Examination revealed no physical damage or evidence of moisture ingress to the battery compartment; the battery cap was found to be intact and able to be secured without difficulty. Eval found that pump powered up properly and the power circuit did not draw excessive current. The pump was exercised for three hours and no overheating or alarms were duplicated.